Event description:
On (B)(6) 2024, the consumer claims to have received a burn while in use of the product. The consumer placed her hand in the wax. Medical attention was not received.

Manufacturer narrative:
On 02/26/2024, we have put in a request to the consumer to return the device to the manufacturer for an investigation. To date, we have not received the device.